Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "footswitch was not responding" (no code available). A customer reported the footswitch would not respond. Another footswitch was used to start the case. Additional info was received: a nurse reported the pt was prepped with an IV. The case was not delayed and there were no canceled cases. No pt injury was reported.

Manufacturer narrative:
The customer called in to technical services and ordered a foot pedal and a cable. A sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).